Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. Section of this report describes the first device. Section of manufacturer report numbers 9611385-2015-00103 and 9611385-2015-00104, describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a dental professional informed 3m about a patient who required tooth extraction. This patient had a 3m espe lava ultimate cad/cam restorative for cerec crown secured with 3m espe ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. The patient, a (B)(6) male patient, received the lava ultimate crown on tooth #5 on (B)(6) 2014. Bitewing x-rays taken in (B)(6) of 2015 showed no evidence of problem. On (B)(6) 2015, the patient's crown debonded and the crown was re-cemented by another dentist who noted decay. The patient was referred to a periodontist who was unable to salvage the remaining tooth structure and who recommended extraction; extraction was performed on (B)(6) 2015, and the patient is currently reported to be healing.